Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol phasix st mesh (device #2). Additional emdrs were submitted to represent the bard/davol phasix st mesh (device #1) and the bard flat mesh (device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent multiple surgical procedures for implant of unspecified bard/davol implants; phasix st (x3), allomax (x2) and bard mesh (bard flat mesh). As reported, the patient is making a claim for an adverse patient outcome against three of these implants, phasix st (x2) and bard mesh (bard flat mesh). Dates of surgical implant are identified (B)(6) 2015, (B)(6) 2017, (B)(6) 2018. The document does not include the date of implant for the specific devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.